Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water overflowed from an mr290v vented autofeed humidification chamber, causing it to leak. This was observed prior to patient use.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water overflowed from an mr290v vented autofeed humidification chamber, causing it to leak. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for inspection. It was visually inspected and performance tested for leaks. Results: no physical damage was observed to the returned mr290v chamber. When connected to a water bag, the chamber filled normally and stopped filling to about 6mm below the maximum water level line. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault with the returned mr290v humidification chamber. Our investigation confirmed that both the primary and secondary floats were functioning correctly.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.